Manufacturer narrative:
(B)(4). There is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally, there is no allegation against any fresenius products and the event. There is however a probable association between the patient's technique during continuous cycling peritoneal dialysis treatment and the episode of peritonitis. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient's peritoneal dialysis registered nurse (pdrn) that patient was diagnosed with peritonitis on (B)(6) 2017 following a positive culture for the organism staphylococcus epidermis. Patient's effluent was cloudy. The patient was initially treated with rocephin from (B)(6) 2017; then antibiotic therapy was changed to vancomycin 1 gm every 3 days. Patient continued with the vancomycin therapy. No hospitalization was required. The patient's nurse attributed the peritonitis to probable touch contamination, stating the cause for the peritonitis was patient technique and it was not related to the peritoneal dialysis therapy: the cycler or the tubing. Patient was recovering. Another test was performed on (B)(6) 2017 and the white blood cell (wbc) count was 12, no organism, no growth.